Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. The event cannot be confirmed. H3 other text : device not returned.

Event description:
No additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the left side of graft is not perforating properly with the 4 perforate. Malfunction happened during surgery. There was no harm or delay involved. There was no adverse event reported as a result of this malfunction.